Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shut down and stopped working. Review of the log file showed the collimator and image processor errors. Fse replaced the potentiometer, amc ecat driver and ad7xt height drive unit. After the replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system shut down in the middle of the procedure. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.